Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After the lesion was pre-dilated with 2.5x20 maverick balloon catheter, a 3.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after several attempts. When the device was removed, the stent struts were found to be lifted. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After the lesion was pre-dilated with 2.5x20 maverick balloon catheter, a 3.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion even after several attempts. When the device was removed, the stent struts were found to be lifted. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element plus,mr,ous 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the proximal end lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.